Manufacturer narrative:
Investigation: one complete unused trima accel set was returned to terumo bct for investigation in relation to air in the sample bag. The set was returned with the white sample bag pinch clamp and the two donor line pinch clamps (white and blue) in the closed position. No air was noted in the sample bag on receipt of the set. The disposable set was visually examined for any kinks, missing parts or other disassembly and none were found. The set was loaded onto a trima device and put through the pressure test with clamps in the 'as- returned positions'. The set passed the pressure test and the sample bag did not inflate. The white pinch clamp on the sample bag line tubing was opened to reveal a severe kink in the tubing. The kink was manipulated out of the tubing and the clamp was closed on another part of the tubing, the pressure test was re-run. A pressure test failure alarm was received and it was noted that the diversion pouch was filled with air, indicating that the white pinch clamp was not effectively occluding the tubing line. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during the disposable test on a trima device, the disposable set sample bag filled with air. Per the customer the white clamp was in the closed position. It was additionally noted that the device made an subnormal "click" sound during the set test. Per the customer the device did not alarm. No patient (donor) was connected at the time of the event, therefore, no patient information is available. EU patient information protections laws are in effect for this event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the air in the diversion bag. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Corrective action: an internal CAPA has been initiated to address pinch clamp no occluding the sample bag line consistently.